Event description:
Healthcare worker complained of skin rash of their face to the neck and red, swollen, tearing eyes which lasted four to five days. After working with cidex opa. Worker was seen by employee health and treated with cortisone cream and antihistamines. This is the second event for the same employee.